Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). No known intervention has been performed. The patient was stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The device had not been programmed into MRI mode.